Event description:
Reference imp# (B)(4).

Manufacturer narrative:
Document review: must pedicle screw 6 x 30 mm: ref. 03.50.019 / lot 125713 (200 screws produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. The 137 screws belonging to this lot have been already sold and two similar cases were reported with MDR (B)(4). The screws was inspected: the main reason of the issue is highly likely a cross-threading issue, that can occur when the screwdriver is not properly positioned damaging the screw, as in this case.